Event description:
Allegedly revised due to "fluid, metallosis, and flaking of the stem into the bone causing wear on the ball and socket." Patient's husband stated "fluid caused deterioration of the bone".

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00492, 00493, 00494.